Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a pediatric patient desaturated during use with a synclara cough system. The patient¿s parental caregiver received the synclara device and used it three times. Each time the patient¿s ¿oxygen saturation dropped significantly.¿ the patient¿s spo2 dropped the first time to 20%, the second time was 36% and the third time was 28% during synclara therapy. During each event, the patient ¿turned very purple within seconds of starting therapy.¿ additionally, per the patient¿s caregiver, the patient is ¿going through all 15 cycles without pausing.¿ once the mask was removed, ¿the patient recovered rather quickly back to their baseline spo2 of 97-98% on room air.¿ although the patient did not require medical intervention, the event is considered temporarily life-threatening due to the significant drop in oxygen saturation coupled with cyanosis (indicating deoxygenated hemoglobin). The device instructions for use state: ¿during the pause stage, have the patient breathe normally. Do the number of therapy cycles (inhale-exhale-pause) as recommended by the physician or by the patient group: (for children¿3-5 cycles)¿. The cause of the event is likely multifactorial and related to the patient¿s complex medical history and therapy intolerance related to use error (caregiver performing too many cycles without pausing, as outlined in the device IFU). Clinical support advised to do 3 cycles with the patient, then pause the device to allow the patient time to rest and recover before doing next set of 3 breaths. Clinical support will have a trainer visit the home to retrain on the device with pauses in therapy. Also, the trainer is to evaluate settings for patient tolerance and efficacy. A request for the trainer to review the error log and educate on error codes and evaluate device function. No further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.